Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having extreme neck, head, and arm pain. The patient underwent a procedure wherein leads were added, and patient was doing well postoperatively.